Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device had insufficient / no energy delivered.

Event description:
It was reported that the device had insufficient. No energy delivered.

Manufacturer narrative:
Alleged failure: serfas activated himself. Stopped working completely after about 5 minutes. The unit was received with the package and the lot number recorded on the complaint record was unknown. Therefore, the lot number (24170ae2) on the returned product could not be confirmed. However, the product description and failure mode (or issue or problem, etc.) Reported is consistent with the device returned for this event. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a short circuit on the pcb due to fluid ingress or a broken or damaged bond in the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.